Manufacturer narrative:
(B)(4).

Event description:
The customer complained of erroneous glucose results for 1 patient tested on 2 accu-chek inform ii meters. At 1:07 a.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 60 mg/dl. The patient was treated immediately with 0.5 amp of d50 glucose based on the result. At 1:22 a.m. The result from the meter was 134 mg/dl. At 1:57 a.m. The patient was tested on the meter and the result was 57 mg/dl. The patient was treated with 0.5 amp of d50 glucose based on the result around 2:00 a.m. At 2:23 a.m. The patient was tested on the meter and the result was 60 mg/dl. The patient was treated with "glucogen." At 3:12 a.m. The patient was tested on the meter and the result was 57 mg/dl. At this point the staff decided they should obtain a result from the laboratory. At 3:15 a.m. A sample was drawn and the result from the laboratory was 298 mg/dl. Based on the result of 298 mg/dl, the staff decided to try the same vial of strips on a different inform ii meter. At 3:49 a.m. The patient was tested on inform ii meter with serial number (B)(4) and the result was 59 mg/dl. No treatment was provided to the patient. At 3:55 a.m. A sample was drawn and the result from the laboratory was 359 mg/dl. The patient was being tested as part of a routine blood glucose check and was not having symptoms. All inform ii meter results were from finger sticks. No adverse event occurred. The patient is stable and no changes occurred in his condition due to the meter readings and subsequent treatment. The same vial of strips was used on both inform ii meters. The customer stated that the testing area of the test strip is a darker yellow color than normal. The customer indicated that the test strips had been stored and handled appropriately. Quality controls (qc) were run on the vial of test strips in question and both levels of control were out of range. A new vial of test strips was opened and qc was run. Qc results on the new vial of test strips were within range. Inform ii meter with serial number (B)(4) and the vial of test strips was requested for investigation. Replacement product was sent.

Manufacturer narrative:
The customer returned inform ii meter with serial number (B)(4) and the test strips. The customer's meter was tested with the customer's test strips and quality controls: control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 14 mg/dl. The level 1 control result is not within the acceptable range. The reagent on the strip is discolored indicating the strip has been exposed to moisture. This can occur if the lid on the vial is left open too long. The customer's meter was tested with retention test strips and quality controls: control ranges: level 1: 30-60 mg/dl. Level 2: 261-353 mg/dl. Results: level 1: 44 mg/dl, 43 mg/dl, 42 mg/dl. Level 2: 293 mg/dl, 294 mg/dl, 294 mg/dl. All retention strip results are within the acceptable range. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed.

Manufacturer narrative:
Blank current testing was performed on the customer's returned test strips as well as retention strips from the same lot. Blank current results (na) for the customer's returned strips: 209, 224, 223, 214, 223. Blank current results (na) for the retention strips: 47, 51, 55, 44, 49 the requirements for retention strips: < or = 64 na. The blank current results for the returned strips did not pass which indicates that the strips were exposed to humidity and temperature. Since the temperature and humidity is controlled on the manufacturing floor and strip vials are kept closed the entire time, this exposure happened outside of roche's control. The exposed strips caused out of range results with control solution observed initially by the customer and then by the investigation unit. There is no evidence that the product malfunctioned due to an error by roche. The returned product was damaged which may have contributed to the discrepant results. There is no indication the damage occurred due to any mistake or non-conformance of materials under the manufacturer's control. The product was accidentally damaged during use.